Event description:
Cardioquip heater/cooler was turned on, and priming was initiated without error at 06:30am on [date redacted] in preparation for use by perfusionist. The unit continued to run without error for the next three and one half hours. Bypass was initiated at 10:01am by perfusionist, during which there was no malfunction of cardioquip heater/cooler. Cross clamp was applied to patient at 10:04am and cardioplegia was started. Two minutes later, the cardioquip stopped running and displayed the failure message "temperature differential error." Another perfusionist was available to assist with attempting to correct the problem. The carioquip was reset numerous times to only fail again after running for 60-90 seconds. Unit was then turned off and unplugged from wall for a hard reset, but again after starting stopped and displayed the same error message. Perfusionist retrieved the sorin 3t heater/cooler from storage and after filling it following manufacturer's instructions exchanged the sorin 3t for the cardioquip. The sorin 3t was used to complete the surgery without harm to patient. The cardioquip was removed from the operating room and tested by perfusionist again where it ceased functioning due to the same "temperature differential error." Perfusionist notified biomedical and tagged the unit as out of service.